Manufacturer narrative:
This report was originally filed as 2523835-2019-00262. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A pharmacist reported that the end of a phaco tip broke during a cataract procedure. The surgeon retrieved the end without damage to the patient. Additional information was received. The pharmacist corrected that the end of the sleeve was broken and not the kelman tip.